Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a chamber connection water leak occurred.no patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a chamber connection water leak occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: six (6) units were received for evaluation. Upon visual inspection, no damages nor other workmanship defects were detected. During functional testing the units were tested for a leak by introducing water in the product. A leak was observed at the drip chamber and the complaint has been confirmed. The root cause was the lack of a robust and repeatable adhesive dispensing method. A formal investigation was opened for this issue in january 2017; an internal CAPA was issued. To improve consistency and meet requirements, an automated solvent dispenser was added and the manual process was discontinued. No lot number was provided; therefore, device history record review could not be performed.